Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. Slight yellow staining was seen at the affected area. This issue was noticed during use with patient involvement. The transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed broken occluder feet. Leak testing, clear passage testing and clamp function testing were performed. Leak and clamp passage testing failed due to the broken occluder feet. The reported issue was verified. The cause of the leak was determined to be the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted